Event description:
During the endovascular placement of the left superficial femoral artery to the popliteal stent graft of another MFR, 8mm x 15cm times 2, the tip of the micropuncture introducer sheath broke off in the pt's left femoral. Additional info received on 02/03/2010: the very tip of the distal portion of the plastic dilator broke off and they were not able to track it in the pt.

Manufacturer narrative:
Actual date not provided by the reporter (more than 10 days ago). (B)(4). No product was returned to assist in this investigation. We are unable to determine with certainty the root cause for the reported difficulty, however, it is possible the catheter encountered resistance beyond its design. We will continue to monitor for similar complaints.